Event description:
One of rptr's pts was found with half of his indwelling foley catheter in his hand. It obviously had broken off some how and the other half was still in place in the bladder and urethra. Tha pt had to be sent to the local hosp, where the local surgeon extracted the remaining portion of the catheter from the penis with uterine forceps. Rptr's staff have never seen one "break" in two like this before. Rptr would appreciate some feedback from the co as to whether this has ever happened before. Certainly, this resulted in a harmful situation for the pt, which was very expensive, and rptr would like to avoid happening again if at all possible.